Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and product return status. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable brady lead was intended for implant and was damaged during the procedure. As a result, the damaged lead was removed, and a new lead was successfully implanted. No adverse patient effects were reported. Product return was requested.